Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a burning sensation and a wound under the electrode on the right side, with orange liquid coming out of the area. The patient also reported being diabetic. There was no alleged device malfunction contributing to the wound. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the wound. Follow up indicated that the wound improved.